Event description:
Pt reported that her blood glucose tested as "hi". Pt unsuccessfully attempted to lower blood glucose by bolusing multiple times. Pt then called physician who advised her to deliver insulin via injection to lower blood glucose. Pt switched to back-up device. Pt alleged that original device was at fault for high blood glucose.